Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. The cause for the battery pack faults was a broken white wire within the battery pack where the wire attaches to the battery pack's internal pca board. The root cause for the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A review of a (B)(6) female pt's download revealed several battery/charger faults. Zoll customer support contacted the pt and issued a replacement battery pack.